Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("migration of the device/migration of essure device location of device: pelvis"), uterine perforation ("perforation-right tubal ostium"), the second episode of device dislocation ("one essure insert appeared to have reached the uterine fundus and originated from the left salpinx"), genital haemorrhage ("abnormal bleeding (general)/ heavy bleeding"), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") and diverticulitis ("diverticulitis") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "multiple attempts were unsuccessful". The patient's past medical history included irritability, vaginal discharge, back pain, bloating, blood in stool, blood in urine, post coital pain, change of bowel habit, dizziness, hesitancy, constipation, hot flashes, menses irregular, spotting vaginal, bruising, diarrhea, pallor, shortness of breath, swelling nos, genital lesion and diverticulitis. Previously administered products included for an unreported indication: gardasil. Concurrent conditions included overweight (25.123), yeast infection, frequency urinary, painful urination, genital itching, yeast infection and gonorrhea. Concomitant products included azithromycin, doxycycline, estradiol (estrace), human papilloma vaccine (gardasil), ibuprofen, metronidazole (metrogel), oxycodone hydrochloride (oxycodon), solpadeine (tylenol 1) and vicodin. On (B)(6).2013, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criterion medically significant) and weight increased ("weight gain"). In (B)(6).2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse"). In june 2013, the patient experienced anxiety ("anxiety"), depression ("depression"), fatigue ("fatigue") and feeling abnormal ("fogginess"). On (B)(6). 2013, the patient experienced dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)") and vaginal infection ("vaginal infection/vaginitis") with vulvovaginal pruritus. On (B)(6).2013, the patient experienced pelvic pain ("pelvic pain"). On (B)(6).-2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6). 2013, the patient experienced menorrhagia ("severe menstrual bleeding/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6). 2013, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"). On (B)(6).-2014, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), abdominal pain upper ("severe upper abdominal pain"), abdominal pain lower ("lower abdominal pain and cramping"), procedural pain ("painful post-operative recovery"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary disorder"), gastrooesophageal reflux disease ("gerd"), memory impairment ("forgetfulness"), pain ("body pain") and dizziness ("dizziness"). The patient was treated with fluconazole (diflucan), medroxyprogesterone acetate (depo-provera), surgery (on 11-sep-2014, plantiff underwent a laparoscopic total hysterectomy and bilateral salpingectomy.) And surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on 11-sep-2014. At the time of the report, the uterine perforation, the last episode of device dislocation, diverticulitis, anxiety, depression, bladder disorder, urinary tract disorder, vaginal haemorrhage, nausea, weight increased, gastrooesophageal reflux disease, dizziness and vulvovaginal mycotic infection outcome was unknown, the genital haemorrhage, intra-abdominal haemorrhage, abdominal pain upper, abdominal pain lower, menorrhagia, dysmenorrhoea, vaginal discharge, vaginal infection, procedural pain, female sexual dysfunction, dyspareunia, fatigue, memory impairment, pain and feeling abnormal was resolving and the pelvic pain had resolved. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, bladder disorder, depression, diverticulitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, intra-abdominal haemorrhage, memory impairment, menorrhagia, nausea, pain, pelvic pain, procedural pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight increased, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: date(s) of insertion: 14jan2013 - right coil intended to occlude right tubal ostium appears to have perforated area adjacent to the ostium medially. Significant uterine cramping and tubal spasm appreciated with hysteroscopic distention. Three attempts were made on the left to occlude the left tube; multiple attempts were unsuccessful, and procedure was terminated. No coils were placed within the tubes. Diagnostic hysteroscopy revealed the right coil medial to the right tubal ostium. (B)(6). 2013 essure device was placed and coils deployed in both tubal ostiae. 3 coils on patient's left and 3 coils on patient's right. Patient tolerated procedure well. Removal procedure (B)(6). 2014 - one essure insert appeared to have reached the uterine fundus and originated from the left salpinx. Another essure implant was visualized transperitoneally. The third essure implant was adhesed to the pelvic sidewall into the peritoneum approximately 1 to 2 cm medial to the right ureter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Computerised tomogram - on (B)(6).2013: total bilateral occlusion hysterosalpingogram - on (B)(6). 2013: total bilateral occlusion on (B)(6). 2013, hsg test was performed. Labeled "uterus, cervix, bilateral fallopian tubes" is a 55 x 7.0 x 4.5 cm uterus that is 62.0 grams.the 3.5 cm in diameter cervix has a central 0.8 cm ovoid os concerning the injuries in the case, the following ones were described in patient's medical records: uterine perforation, device migration, device dislocation, pelvic pain, nausea,weight gain, vaginal itching, vaginal bleeding, fatigue, vaginal discharge, dyspareunia, dysmenorrhea, painful menses most recent follow-up information incorporated above includes: on (B)(6). 2018: plaintiff fact sheet received. Events per pfs: vaginal yeast infection and multiple attempts were unsuccessful incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("migration of the device/migration of essure device location of device: pelvis"), uterine perforation ("perforation-right tubal ostium"), the second episode of device dislocation ("one essure insert appeared to have reached the uterine fundus and originated from the left salpinx"), genital haemorrhage ("abnormal bleeding (general)/ heavy bleeding"), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") and diverticulitis ("diverticulitis") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritability, vaginal discharge, back pain, bloating, blood in stool, blood in urine, post coital pain, change of bowel habit, dizziness, hesitancy, constipation, hot flashes, menses irregular, spotting vaginal, bruising, diarrhea, pallor, shortness of breath, swelling nos and genital lesion. Previously administered products included for an unreported indication: gardasil. Concurrent conditions included overweight (25.123), yeast infection, frequency urinary, painful urination, genital itching, yeast infection and gonorrhea. Concomitant products included azithromycin, doxycycline, estradiol (estrace), human papilloma vaccine (gardasil), ibuprofen, metronidazole (metrogel), oxycodone hydrochloride (oxycodon), solpadeine (tylenol 1) and vicodin. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)") and vaginal infection ("vaginal infection/vaginitis") with vulvovaginal pruritus. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced menorrhagia ("severe menstrual bleeding/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), abdominal pain upper ("severe upper abdominal pain"), abdominal pain lower ("lower abdominal pain and cramping"), procedural pain ("painful post-operative recovery"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary disorder"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), weight increased ("weight gain"), gastrooesophageal reflux disease ("gerd"), memory impairment ("forgetfulness"), pain ("body pain"), dizziness ("dizziness") and feeling abnormal ("fogginess"). The patient was treated with surgery (on (B)(6) 2014, plaintiff underwent a laparoscopic total hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, the last episode of device dislocation, diverticulitis, anxiety, depression, bladder disorder, urinary tract disorder, vaginal haemorrhage, nausea, weight increased, gastrooesophageal reflux disease and dizziness outcome was unknown, the genital haemorrhage, intra-abdominal haemorrhage, abdominal pain upper, abdominal pain lower, menorrhagia, dysmenorrhoea, vaginal discharge, vaginal infection, procedural pain, female sexual dysfunction, dyspareunia, fatigue, memory impairment, pain and feeling abnormal was resolving and the pelvic pain had resolved. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, bladder disorder, depression, diverticulitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, intra-abdominal haemorrhage, memory impairment, menorrhagia, nausea, pain, pelvic pain, procedural pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 - right coil intended to occlude right tubal ostium appears to have perforated area adjacent to the ostium medially. Significant uterine cramping and tubal spasm appreciated with hysteroscopic distention. Three attempts were made on the left to occlude the left tube; multiple attempts were unsuccessful, and procedure was terminated. No coils were placed within the tubes. Diagnostic hysteroscopy revealed the right coil medial to the right tubal ostium. (B)(6) 2013: essure device was placed and coils deployed in both tubal ostiae. 3 coils on patient's left and 3 coils on patient's right. Patient tolerated procedure well. Removal procedure: (B)(6) 2014 - one essure insert appeared to have reached the uterine fundus and originated from the left salpinx. Another essure implant was visualized transperitoneally. The third essure implant was adhered to the pelvic sidewall into the peritoneum approximately 1 to 2 cm medial to the right ureter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Computerized tomogram - on (B)(6) 2013: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2013, hsg test was performed. Labeled "uterus, cervix, bilateral fallopian tubes" is a 55 x 7.0 x 4.5 cm uterus that is 62.0 grams. The 3.5 cm in diameter cervix has a central 0.8 cm ovoid os. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine perforation, device migration, device dislocation, pelvic pain, nausea,weight gain, vaginal itching, vaginal bleeding, fatigue, vaginal discharge, dyspareunia, dysmenorrhea, painful menses most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet and mr were received - reporter and patient demographic added. The following events were reported in pfs: apareunia, depression, anxiety, vaginal itching, bladder problems, urinary tract disorder, vaginal haemorrhage, bleeding genital, nausea, dyspareunia, fatigue, weight gain, gerd, diverticulitis, forgetfulness, fogginess, uterine perforation, pelvic pain, dizziness, body pain. Event outcome of fatigue, body pain, pelvic pain, bleeding genital, cramping, dyspareunia updated to recovering. Other relevant history added. Event "one essure insert appeared to have reached the uterine fundus and originated from the left salpinx" added from medical records. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain upper ("severe upper abdominal pain"), abdominal pain lower ("lower abdominal pain and cramping"), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), vaginal discharge ("vaginal discharge and infection"), vaginal infection ("vaginal discharge and infection") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on (B)(6) 2014, plantiff underwent a laparoscopic total hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, intra-abdominal haemorrhage, abdominal pain upper, abdominal pain lower, menorrhagia, dysmenorrhoea, vaginal discharge, vaginal infection and procedural pain was resolving. The reporter considered abdominal pain lower, abdominal pain upper, device dislocation, dysmenorrhoea, intra-abdominal haemorrhage, menorrhagia, procedural pain, vaginal discharge and vaginal infection to be related to essure. Diagnostic results: on (B)(6) 2013, hsg test was performed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.